Event description:
It was reported that the delivery system's catheter tip caught on a stent and detached. The ip was embedded near the profunda. They physician was unable to snare the tip and remove it. The vessel was open and the flow was good. The physician indicated that the deployment lock was not opened as instructed by the IFU.

Manufacturer narrative:
The device was not returned for analysis. The physician started that he did not follow IFU (rotate the thumbslide lock) which likely led to the tip catching on the stent. A CAPA for these events was opened resulting in a device modification to decrease the rate of these types of events. A 510(k) for this modification is pending FDA clearance.